Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an intact catheter rupture was observed in the middle of a marathon catheter. The patient was undergoing surgery for treatment of a distal intracranial arteriovenous malformation (avm). It was noted the patient 's vessel tortuosity was moderate.  Femoral artery access vessel diameter was 12 mm. After the marathon was positioned, microcatheter angiography was performed, and a small amount of contrast agent was observed leaking from the microcatheter lumen. During inspection, a hole was found in the middle segment of the microcatheter. The operator stated that this was a product quality issue. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). There was no friction or difficulty during delivery and no additional damage was observed. The injection rate was reported as "routine".